Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(6). As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During procedure, the esheath was pre-dilated before the commander delivery system (ds) insertion. Although, the patient presented a straight, non-calcified vascularity, it was needed to apply an extreme push force to insert the ds with the crimped valve. While inserting the ds through the esheath, it was seen at the procedural fluoroscopy a strut valve dislocation. The commander did not exit through the esheath distal tip at any time. It was decided to retrieve the commander with the crimped valve through the esheath. A second 26mm s3u was opened to continue with the procedure. The insertion of the second esheath was good, and the second valve was successfully implanted. The patient did not suffer any injury from the event. After removing the first system, it was inspected and the esheath distal tip was dilated. It appeared that a valve strut may be got caught in pre-dilated liner and caused tear and valve frame damage.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned valve is visually inspected, and observations were made: the crimped valve had one (1) bent strut at the inflow and all struts were exposed through skirt, which is normal after crimp and use. Post-expanded valve: the leaflets were wrinkled and dehydrated due to storage condition (prolong crimping) during the return handling process. The bent strut at inflow was corrected after expansion. The frame was distorted/canted. The valve strut was protruding from sheath liner. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of frame damage was confirmed. No potential manufacturing non-conformance were identified. Review of the DHR, and lot history review did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'during procedure, the esheath was pre-dilated before the commander insertion, because of impella insertion to support pci. Although, the patient presented a straight, non-calcified vascularity, it was needed to apply an extreme push force to insert the commander delivery system with the crimped valve. While inserting the commander through the esheath, it was seen at the procedural fluoroscopy a strut valve dislocation'. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time. Additionally, it was noted scratches on the sheath shaft from the returned device, which is indicative of calcification in the patient's access vessel. The presence of calcification can create a challenging pathway during delivery system advance through the sheath, and it could lead to resistance and high push force. So, if excessive force was applied to overcome resistance, it could cause the valve getting caught within sheath and result in bent strut at the inflow. As such, available information suggests that patient factors (calcification) and /or procedural factors (excessive manipulation) may have contributed to the complaint event. No labeling or IFU/training inadequacies were identified. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Event description:
Edwards received notification from our affiliate in (B)(4). As reported, this was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve in aortic position by transfemoral approach. During procedure, the esheath was pre-dilated before the commander delivery system (ds) insertion. Although, the patient presented a straight, non-calcified vascularity, it was needed to apply an extreme push force to insert the ds with the crimped valve. While inserting the ds through the esheath, it was seen at the procedural fluoroscopy a strut valve dislocation. The commander did not exit through the esheath distal tip at any time. It was decided to retrieve the commander with the crimped valve through the esheath. A second 26mm s3u was opened to continue with the procedure. The insertion of the second esheath was good, and the second valve was successfully implanted. The patient did not suffer any injury from the event. After removing the first system, it was inspected and the esheath distal tip was dilated. It appeared that a valve strut may be got caught in pre-dilated liner and caused tear and valve frame damage.